Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, the fio2 percentage was out of specification. The customer stated there was no patient associated with this event.